Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Based on the evaluation results, due to this complaint and other complaints of this nature, an approved project is in place to further address issues of air bubbles. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: before treatment started, air somehow got into tubing although all connection point were secure. Arterial bulb would also not filled with saline.